Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient had weight loss. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient have not been scheduled for an explant procedure. It was also unknown if the patient's weight loss caused pocket pain. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient had weight loss. The patient will undergo an explant procedure. No device malfunction was suspected.